Event description:
Reportedly, when pacing was initiated, the device displayed the patient ECG as dashed lines. The device was removed from the patient and the patient connected to a lifepak 9p defibrillator/monitor/pacemaker through the same ECG electrodes. Proper display of patient ECG was then observed and pacing therapy was administered. The patient was not resuscitated. The reporter stated the patient outcome was not affected by the reported discrepancy. The basis for this statement was not reported.